Manufacturer narrative:
E1: patient information: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2024. The set was in use for less than 24 hours. The insertion site was at abdomen. No further information available.